Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments are spring-like devices') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 827282-not valid, 827073-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test". The patient's medical history included endometrial ablation in (B)(6) 2008, genital bleeding, trichomonal vaginitis and pap smear abnormal. Concurrent conditions included alcohol dependence syndrome, dysthymia, herpes simplex, foot injury, influenza, numbness, ankle sprain, varicella, spotting vaginal, genital warts, adhd, cramp in lower abdomen and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("uti/ uti"), bladder disorder ("bladder problems/ bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), vaginal discharge abnormality ("brownish vaginal discharge") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), 3 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("psych injury/ depression"), vaginal discharge ("vaginal discharge"), migraine ("migraine/ migraines/headaches"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with alfuzosin hydrochloride (uroxatral), cefalexin (keflex), metronidazole and surgery (ablation in (B)(6) 2014 and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, back pain, dysmenorrhoea, dyspareunia, depression, urinary tract infection, bladder disorder, vaginal discharge, urinary tract disorder, abdominal pain upper, vaginal discharge abnormality, dysfunctional uterine bleeding and pain in extremity outcome was unknown and the genital haemorrhage, menorrhagia, fatigue, migraine, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain upper, back pain, bladder disorder, depression, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, urinary tract disorder, urinary tract infection, vaginal discharge abnormality, vaginal haemorrhage and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, vaginal discharge lot numbers 827282, 827073 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: update of information (batch is not valid). 4th&5th follow up together. On 10-oct-2019: quality safety evaluation of ptc (product technical complaint). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments are spring-like devices') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 827282, 827073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test". The patient's medical history included endometrial ablation in november 2008, genital bleeding, trichomonal vaginitis and pap smear abnormal. Concurrent conditions included alcohol dependence syndrome, dysthymia, herpes simplex, foot injury, influenza, numbness, ankle sprain, varicella, spotting vaginal, genital warts, adhd, cramp in lower abdomen and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("uti/ uti"), bladder disorder ("bladder problems/ bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), vaginal discharge abnormality ("brownish vaginal discharge") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), 3 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("psych injury/ depression"), vaginal discharge ("vaginal discharge"), migraine ("migraine/ migraines/headaches"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with alfuzosin hydrochloride (uroxatral), cefalexin (keflex), metronidazole and surgery (ablation in (B)(6) 2014 and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, back pain, dysmenorrhoea, dyspareunia, depression, urinary tract infection, bladder disorder, vaginal discharge, urinary tract disorder, abdominal pain upper, vaginal discharge abnormality, dysfunctional uterine bleeding and pain in extremity outcome was unknown and the genital haemorrhage, menorrhagia, fatigue, migraine, headache and vaginal haemorrhage had resolved. The reporter considered abdominal pain upper, back pain, bladder disorder, depression, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, urinary tract disorder, urinary tract infection, vaginal discharge abnormality, vaginal haemorrhage and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, vaginal discharge most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Event injury was updated to events: back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, uti, bladder problems, vaginal discharge, fatigue, migraine, headaches and plaintiff did not undergoes confirmation test. Essure removal date added. Outcome for menorrhagia (heavy menstrual bleeding) was recovered on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (menorrhagia), urinary problems, stomach pain, brownish vaginal discharge, dysfunctional uterine bleeding and leg pain. Event per mr: fragments are spring-like devices. Lot number, medical history, concurrent condition and treatment drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.